Event description:
I was implanted with a medical device implant called essure 10 years ago. After about 1.5 - 2 years, I noticed that my periods changed. Instead of what I'd call a normal period lasting about a week, it became 2 weeks and later 3 weeks. During my periods, I pass blood clots that can be as large as half my fist with cramping and sharp pain. I have had multiple pelvic ultrasounds and have seen my ob/gyn regarding my complaints. Over the years, my symptoms have changed to include uterine fibroids, night sweats, pain throughout my body, weight gain, heartburn, shakiness, bruising, gluten sensitivity, thinning hair, change of hair texture, and dry eyes. In (B)(6) during routine lab work - I had my first "bad" lab tests. My vitamin d level is a 6 which is very low which caused my doctor to give me a rx for vitamin d. My doctor also said my tests came back "wacky" and are showing that I'm on track to possibly have an early heart attack. My family history has nothing that would suggest a heart issue would be genetic. I've now been advised that the only way to get the coils out and to make my symptoms go away is to have a hysterectomy. I really don't want to have surgery, but I feel like I'm out of options and I want my health back. I'm (B)(6), almost (B)(6), this is not news I expected to hear. I don't regret my decision to sterilize myself. I regret my decision to do it via essure.